Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis and underwent spinal fusion with transforaminal lumbar interbody fusion at l3-s1. During surgery, the tip of the instrument broke in the screw head and could not be removed. Fragments of the broken part remains in the patient. No patient complications observed as the result of the event.

Manufacturer narrative:
Product analysis: visual, microscopic, dimensional and hardness evaluation revealed that the tip of the screwdriver has been sheared off and is missing. The inner shaft has been disassembled from the stop locking pin being sheared. Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.